Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (275 mg/dl) the customer took a bolus to stabilize bg level. The customer was unsure on what the suspected cause for the elevated bg level. In addition, the customer reported that the pump touchscreen has been intermittently unresponsive every once in a while, but could not provide exact dates. The customer's blood glucose level was not impacted due to touchscreen. Troubleshooting with tandem technical support was performed and touchscreen was functioning as intended.